Event description:
A report was received that when the patient was charging, the patient experienced redness at the implant site that slowly went away. It was also noted that the implant site and the charger felt hot to touch. The patient was seen by the physician and was determined to have a skin burn. Topical cream was prescribed, and the patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause heating and/or pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing burning pain and or heating at the pocket site was not duplicated or confirmed.

Event description:
A report was received that when the patient was charging, the patient experienced redness at the implant site that slowly went away. It was also noted that the implant site and the charger felt hot to touch. The patient was seen by the physician and was determined to have a skin burn. Topical cream was prescribed, and the patient will undergo an explant procedure.

Event description:
A report was received that when the patient was charging, the patient experienced redness at the implant site that slowly went away. It was also noted that the implant site and the charger felt hot to touch. The patient was seen by the physician and was determined to have a skin burn. Topical cream was prescribed, and the patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model : sc-5312, serial/lot : (B)(4), description: scs charger 2.0, model : sc-2218-50, serial/lot: (B)(4),description: linear st lead, 50cm. It is indicated that the charger will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that when the patient was charging, the patient experienced redness at the implant site that slowly went away. It was also noted that the implant site and the charger felt hot to touch. The patient was seen by the physician and was determined to have a skin burn. Topical cream was prescribed, and the patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that when the patient was charging, the patient experienced redness at the implant site that slowly went away. It was also noted that the implant site and the charger felt hot to touch. The patient was seen by the physician and was determined to have a skin burn. Topical cream was prescribed, and the patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional information was received that the patient was experiencing pain at the pocket site and burning sensation when charging. Device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #:14706339, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.